Manufacturer narrative:
Product complaint # (B)(4). Batch # k5ep30. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired with 8 double drivers missing, however the pockets don't have staples. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the thoracoscopic lobar surgery, noted some staples protruding before used on the patient. Changed the new one to complete surgery. There was no patient consequence reported.